Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a replacement following development of a hematoma after a fall approximately one month earlier. The patient underwent hematoma evacuation, and the pulse generator was replaced to reduce the risk of infection despite the device not having reached elective replacement indication (eri). Technical services also confirmed that defibrillation threshold testing had been performed at the original implant. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.